Event description:
A malfunction was reported on the pump, with no notable events occurring prior. There was no adverse impact to the customer's blood glucose level, which did not exceed 500 mg/dl. Technical support provided pump reset information, assisted the caller in resetting the pump, and confirmed the malfunction code did not recur. The customer was advised to continue using the pump and to contact support if the issue reappears.